Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative. The reason for call was to ask about returning a device for analysis. The patient had the stimulation system explanted at a procedure today. The patient indicated that about one year post implant, 2022, they reported to md office that she was feeling occasional shocking sensation in the pocket site. The np or pa, had the patient turn stim off. The patient later tried to turn therapy on a few times and each time would feel the same shocking sensation. The patient also had some pocket pain when stim was on and off, the pain was worse when on. First implant was effective and the patient felt a tapping sensation in bicycle seat area but they did not feel that sensation with the second device. The patient was not getting therapeutic affect because she could not have therapy on. The caller indicated that the hospital has a policy not to provided explanted devices back to the manufacture so the caller does not expect to return the ins for analysis. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about device return.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they believed there was a "major problem" with their ins. Patient stated they were in so much pain that they went to the ER yesterday and they were thinking it was a back issue. Patient said the pain shoots down and numbs their leg making it so they can barely stand up. Patient said the ER did not think it was spine-related, but that it could be ins-related. Patient was treated with an injection, an oral muscle relaxant, and a patch. Today, patient has ins shut off and reports feeling only mild improvement in their pain. Patient said they started having this problem probably last summer where they would be walking and get a feeling of shocking. Patient called their urologist at the time and was instructed to shut the ins off and see if it goes away. Patient turned the ins off and the pain went away, but every once in a while it would still come back. Patient then turned the ins back on last week because they were taking a road trip to arizona, and the pain got "quadruple worse." Patient mentioned they were in the car for a long time with ins on during the trip, and when they tried to get out of the car they could barely stand up. Once they did get up, it seemed like moving around from the car helped with the pain some. Patient stated they already tried calling the office of their managing hcp this morning, but had to leave a message. Agent reviewed leaving the ins off was okay especially if they think it's providing some pain relief. Agent suggested patient continue to try to get a hold of their hcp, and to go to the ER if their pain became severe and unbearable. Caller wondering if pain is related to ins. Agent reviewed they were unable to determine over the phone if the ins was responsible for their pain. Patient mentioned that ever since they got their new system implanted, it has never seemed to work for them at all. When they have it shut off, they don't feel any difference in bowel control or anything than they did prior to just shutting the device off. The patient was redirected to their healthcare provide, to further address the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that to their understanding the patient did feel the stimulation from the device. They were not getting improvement from the second device device as they did with the first one. The ins was fully explanted. No further action was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.